Event description:
Health professional reported an alleged lap-band leak. This event was confirmed when the pt went in for an adjustment fill and reported feeling no restriction. The surgeon tried to remove existing saline from the device, but there was less fluid than notes indicated. A port replacement was done and "worked for awhile" but pt came back again reporting no restriction. The surgeon performed a second surgery to replace the band portion.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2012. Medwatch report #2024601-2012-00372 was created to document the second port explanted for the same pt. Allergan has received the product however the device has not been identified nor has the analysis been completed at this time. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."